Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) reported a drain volume of 4349ml, fill volume 1500ml and stated she did not do therapy last night and did not do any manuals during the day. The technical service representative (tsr) was concerned about the reported drain volume but the hp refused to give the tsr any information regarding it. The tsr explained would need to swap the hc, however, the hp refused swap. The hp stated she wanted to call the registered nurse (rn) and refused any more information. The tsr that the rn may want to swap the hc and the hp insisted that was not the case. Call ended. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The reported issue of an increased intra-peritoneal volume (iipv) event was confirmed in the event history log review. Device and service history reviews revealed that no issues were identified that may have contributed to the reported problem. A cause was undetermined. This issue is being investigated through a CAPA.